Event description:
It was reported a ti proximal tibia liss plate 9 holes/220mm-right was removed due to the patient experiencing healing discomfort, pain and the screws were protruding. This report is on unknown screws. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.